Manufacturer narrative:
Evaluation method and source: device evaluation was the object of complaint, however, no incident occurred. Results: no electrical problem or short circuit occurred but might occur, in some circumstances. Evaluation summary: on (B)(6) 2005, an ems swiss lithoclast master ultrasound handpiece, referenced (B)(4), was recorded by technical service ((B)(4)). The handpiece was reported to have functioned intermittently and was dismantled in technical service for visual observation. It was noted that the middle sleeve of the handpiece, which is held onto the body of the handpiece by a screw thread and glue, was loose and could be unscrewed manually. It was also noted that the handpiece contained a ceramic of the older generation, that the black wire was stripped of its insulation. The handpiece was then transmitted to the r&d and quality for further investigation. An analysis was conducted to identify any sources of potential risk and a report was documented and included in the complaint file. The report analysed a number of scenarios. In all but one of the identified possible scenarios, the result would be that the device would not function at all and would not represent a safety issue. In one case of a recurrence of a loose middle sleeve, in some circumstances, there would be a remote possibility of short circuit and electric shock for user and/or pt.

Event description:
No reported injury. A malfunction concerning the intermittent functioning of the lithoclast master unit was reported and registered as a routine complaint. Following observation of the returned ultrasound handpiece, it was identified that the middle sleeve of the handpiece was loose. Analysis has concluded that if the middle sleeve of the handpiece became loose, there might be, in some circumstances, a remote risk of electric shock, due to exposed internal components.